Event description:
Received ifosfamide/mesna treatment from pharmacy. After inspecting, medication was hung on IV pole. When straightening IV tubing the tubing fell apart and was disconnected above the second luer valve from the bottom. Obvious malfunction in tubing product. Returned and wasted to pharmacy. New medication had to be made leading to delay in care. Notified baxter: manufacturer response for IV tubing, (brand not provided) (per site reporter).